Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, reported as a pd infection. The peritonitis was manifested by abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the peritonitis and was treated with unspecified anti-inflammatory drugs for the event. Pd therapy was withdrawn during hospitalization. At the time of this report, the patient was recovered from the peritonitis event. No additional information is available as the reporter declined to provide further information.